Event description:
It was reported that a mcm30 was used during a thyroid. It was reported by the affiliate that the clips would not deliver (feed). 09/28/1998 message from affiliate. No pt consequence.